Event description:
It was reported that there was leakage at the prn with an bd intima-ii¿ closed IV catheter system. This was discovered after 10 minutes of infusion. The following information was provided by the initial reporter, translated from chinese to english: at 08:30 on (B)(6) 2019, the patient was treated with intravenous infusion. After 10 minutes, nurse noticed that leakage at prn due to prn loosen.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that there was leakage at the prn with an bd intima-ii¿ closed IV catheter system. This was discovered after 10 minutes of infusion. The following information was provided by the initial reporter, translated from chinese to english: at 08:30 on (B)(6) 2019, the patient was treated with intravenous infusion. After 10 minutes, nurse noticed that leakage at prn due to prn loosen. D.1. Medical device brand name: bd intima-ii¿ closed IV catheter system. D.1 medical device type: n/a. D.4 medical device catalog #: 383083. D.4. Medical device expiration date: 2021-11-20. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: n/a. H.4. Device manufacture date: 2018-11-01.

Event description:
It was reported that there was leakage at the prn with an bd intima-ii¿ closed IV catheter system. This was discovered after 10 minutes of infusion. The following information was provided by the initial reporter, translated from chinese to english: at 08:30 on (B)(6) 2019, the patient was treated with intravenous infusion. After 10 minutes, nurse noticed that leakage at prn due to prn loosen.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage at the prn with an unspecified bd intima-ii. This was discovered after 10 minutes of infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: at 08:30 on (B)(6) 2019, the patient was treated with intravenous infusion. After 10 minutes, nurse noticed that leakage at prn due to prn loosen.